Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 application keeps failing. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the data log confirmed the reported event by the findings of the presence of signal loss that occurred up until the date of issue. A root cause could not be determined.